Event description:
A malfunction was reported with a pump, displaying a malfunction code labeled malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, but the issue persisted, leading to a decision to replace the pump. In the meantime, the customer switched to a backup therapy involving multiple daily injections and was instructed on how to handle the malfunctioning pump, including putting it into storage mode before returning it. The pump was to be returned using a pre-paid label within 10 days.